Event description:
It was reported that during service and repair pre-testing, it was discovered that the battery reamer/drill device had a sticky trigger. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device had a sticky trigger - binding. Quality engineering evaluated the device and the reported condition was confirmed. An assessment was performed and it was determined that the device had a sticky trigger, moving parts of the trigger of the device did not move smoothly, and the trigger was broken/fractured. It was further determined that the device failed pretest for check for sticky triggers and check the power with the power test bench. The assignable root cause of this condition was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).